Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing the product lidstock and the guide wire assembly. Visual analysis revealed that the guide wire was kinked in the advancer window; however, this cannot be officially confirmed without the actual device returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged". Based on the customer report and the customer photo, the probable cause could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was bent prior to use. The device was replaced. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire was bent prior to use. The device was replaced. No patient involvement reported.